Event description:
A malfunction was reported on a pump, with a malf 9 code displayed. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump. However, when the malfunction recurred, it was decided that a pump replacement would be provided. The customer planned to use multiple daily injections for insulin delivery while waiting for a replacement, as the pump was out of warranty and the customer expressed interest in obtaining an out-of-warranty loaner pump.